Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump infusion set was damaged. The following information was provided by the initial reporter: tubing broke on patient it was leaking, emptied a bag of fentanyl on the floor. No patient harm occurred- the drug ran onto the floor instead.